Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). The event is no longer considered reportable in us based on the completed investigation. Summary of investigational findings: a male patient underwent surgery for thoracic aortic aneurysm. When the physician attempted to advance the introduction system for zta-p-32-202-w1 over the wire guide, he felt a step inside the device lumen that the wire could not go through. The physician was unable to advance the delivery system over the wire and decided to replace the device. The procedure was then completed. No adverse effects to the patient was reported. No device was returned, and no photos provided. Review of the device history record reveals zero (0) non-conformances. Based on the provided information an exact cause of the event cannot be established. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: at the insertion of the device into the patient¿s body, the physician attempted to advance the introduction system over the wire guide. However, he felt there was a step in the device lumen for wire guide. Even though he made several attempts, the wire guide could not go through in the lumen. He could not advance the delivery system over the wire guide. Therefore, the physician decided to use another zta instead, which had the same size and different length than the complaint one. The procedure ended successfully. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.